Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. Customer's blood glucose was 67 mg/dl at the time of call. Customer stated that a call was made last night for the same issue with the insulin pump continuous beeping every minute. During the troubleshooting, customer mentioned that there is nothing nearby that beeps and no buttons were pressed or accidentally pressed. Customer was advised that the insulin pump is being replaced due to recurring beep anomaly. Insulin pump is expected to return for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self -test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The device was monitored for 24 hours and no unexpected vibration or audio beep alarms were noted. The device was received with batter cap. The device was received with minor scratched display window and case.